Event description:
Pain recurred. Catheter evaluated under fluoroscopy which revealed multiple areas of leakage between catheter and the epidural space. Also noted was a large ballooning of the catheter close to the midline on the back. Rehospitalization required to replace catheter.